Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-09033. Related manufacturer reference number: 2017865-2021-09034. The system was explanted for unspecified reasons. No further information is available.